Event description:
It was reported that the patient has been experiencing shortness of breath and the device feels hot to the touch and causes coughing and pain. Patient also has symptoms of swelling and tightness in the chest. The status of the device is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.